Manufacturer narrative:
The reported complaint of two vertical white lines in the display head screen of the thermogard ivtm system (serial #(B)(4)) and the lcd was unreadable were not confirmed during functional testing. No device malfunction was found, and the thermogard console functioned as intended. No physical damage was observed on the thermogard xp ivtm system during visual inspection. The initial functional tests of the thermogard console passed without any fault or error. As a precautionary measure, the display head will be replaced. Waiting customer's approval on service repair.

Event description:
During ivtm set-up, customer noticed two vertical white lines in display head screen on the thermogard ivtm system (serial #(B)(4)) during power-on self test (post). The lcd was unreadable. Hospital staff use another thermogard ivtm system to continue with treatment without any delay. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.